Manufacturer narrative:
D4 serial number, catalog number, lot number, expiration date, and unique identifier (UDI) # unknown. H4 device manufacture date unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 5.0 device for mechanical circulatory support. While on support, it was noted that a blood clot was adhered near the suction site. The anesthesiologist wanted the pump to be turned off until the ultrasound could be viewed. It was determined that the impella pump had ingested a clot. An attempt to restart the impella pump was unsuccessful. The decision was made to remove the device. It was stated that a thrombus was also identified to be in the aortic valve and the process of removing the clot was initiated.